Manufacturer narrative:
Exemption number e2015058 heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). H3 other text : not yet returned to manufacturer

Event description:
There was a patient involved in this event. The patient died. Device kept prompting apply pads. New pad-pak fitted but device would not switch on.

Manufacturer narrative:
Exemption number e2015058. An initial visual inspection of the returned device confirmed that some of the pogo-pins were partially stuck inside the device. The download of the device history and memory files indicated that a pad-pak was first installed in the device on the (B)(6) 2015 with the user then power cycling the device. There were no further log entries until the (B)(6) 2015. This would indicate that the pad-pak had been removed after installation with the device being stored without a pad-pak installed. Over the following months the pad-pak was removed and reinstalled on multiple occasions. The device was reported as being used in an sca event on the (B)(6) 2016. The history log records the device being powered on 13 times on that day. The first power up was recorded at 06:57h (gmt) with the device issuing the "adult patient" prompt before the device was powered off. The following 11 manual power ups cover a period of 8 minutes between the hours of 12:11h and 12:19h (gmt) and would appear to directly relate to the reported event. No stable patient impedance was detected throughout the event. As a result of this, the heart rhythm of the patient could not be adequately analysed. The shock key was recorded as being incorrectly pressed on a number of occasions without the user being advised to do so. This did result in the device powering off with a "warning device service required" prompt on one occasion due to the shock key being stuck or held down during the device powering up. The last history log entry was on the (B)(6) 2016 at 12:37h (gmt) was approximately 18 minutes after the reported event. No patient impedance was detected and the device was powered off, via the on/off button, after issuing the advisory speech prompts for approximately 56 seconds. During the investigation at heartsine technologies, a test pad-pak was inserted into the device. All of the device leds were briefly illuminated before all extinguishing. Exerting pressure on the pad-pak within the device enabled the device to perform a successful self-test and then shutdown with the green status led flashing. On removing the pressure from the installed pad-pak the green status led extinguished. This would indicate that the battery terminal pogo pins, stuck within the device, were only able to make partial contact with the pad-pak. The investigation concluded that the problems experienced with the device were attributed to damage to the device pogo pins. A review of the history log confirmed that the pad-pak had been removed and re-installed, on a later date, approximately 25 times. It is highly likely that this repeated removal and re-insertion of the pad-pak caused significant damage to the pogo-pins in the device.